Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented during a follow-up. Device interrogation revealed undersensing of r-waves and oversensing of t-waves. No programming changes were recommended due to variation of r wave amplitude. The patient was scheduled for a follow-up. The patient was fine.

Event description:
New information received indicates that the physician re-enable lfa, which was disable for unknown reason. The issue was resolved.